Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical product: unknown natural knee ii femoral implant, catalog #unk, lot #unk, unknown natural knee ii articular surface, catalog #unk, lot #unk. Date of event: event date is unknown.

Manufacturer narrative:
(B)(6). Buchheit j, serre a, bouilloux x, puyraveau m, jeunet l, garbuio p. Cementless total knee arthroplasty in chronic inflammatory rheumatism, european journal of orthopaedic surgery and traumatology (2014) doi 10.1007/s00590-013-1316-9. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the item and lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the item and lot number of the device involved in the event is unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-04199, 04200, 04204.

Event description:
In a journal article it was reported that one patient was slow to heal. His scar displayed an inflammatory aspect for about 6 months. He has healed.